Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 415 mg/dl. The customer's other blood glucose was 400 mg/dl. The customer stated that pump telling her calibration is required, but it was not giving her option to calibrate when she entered her blood glucose. The customer stated she refused to troubleshoot since she knows the reason for high blood glucose, it was because she didn't change set when it was due for her to change. The customer stated that pump will only allow her to use the blood glucose for calibration if the blood glucose value is below 400 mg/dl. The customer treated with bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.